Manufacturer narrative:
Additional follow-up with the customer indicated that the handpieces were being cleaned with enzymatic cleaners. During cleaning, the customer was flushing with 60 cc of water, instead of the recommended 120 cc of distilled or sterile water. An alcon clinical representative visited the site and identified a number of issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding the use of pre-operative preparation of the patient. The customer was sent the I/a handpiece instructions for use, which includes recommended methods for cleaning the handpieces. The customer was also sent an asorn article, "recommended practices for cleaning and sterilizing intraocular surgical instruments". Investigation, including root cause analysis is in progress.

Event description:
The customer reported multiple cases of anterior chamber inflammation, with some of the cases exhibiting fibrin reaction. The customer also stated that they are having problems with the I/a tips being clogged and hard to clear. For this patient, inflammation was observed in both eyes. The MDR report for the fellow eye will be reported in MDR # 2028159-2007-00458. The doctor increased the dose of econopred, as a prophylactic measure for pseudomonas. The patient outcome was reported as good. This report is for one patient; for additional patients, see mfg report #'s: MDR 2028159-2007-00441, 00442, 00444, 00445, 00450, 00452, 00453.